Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed if the investigation details require.

Event description:
It was reported that the device was smoking. There was no pt involvement and no allegation of adverse consequences associated with this event.